Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. The event date is unknown.

Event description:
It was reported the patient underwent an incision and drainage procedure to address a possible infection at their ipg site. The patient's ipg was later explanted and replaced. The patient's wound was treated and their issue resolved over time.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated